Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional information becomes available, a supplemental report will be sent. Ref: (B)(4).

Event description:
Report received from the USA, indicating the device "cannot attach to motor." It is known that the device was not used in surgery and that no patient injury was reported. It is not known if medical intervention occurred. There was no additional information provided.